Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device alarming due to very low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec observed that the oa2 cable wire harness to the oax board had a bad crimp terminal causing the pin in the jack to be shoved back. This created a temporary connection where the tip of the pin was rubbing against the blunt end of the terminal in the oa2 cable wire harness. As a result, any vibration could break this connection rendering the o2 sensor useless and reporting incorrect fio2 levels. Ventec replaced the oa2 cable wire harness and oax board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue that the oa2 cable wire harness to the oax board had a bad crimp terminal.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the ventilator provided an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.